Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacture's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator alarmed for low o2 concentration t. The ventilator passed functional and pre-use check tests and no malfunction was found. The nozzle unit in the gas modules were replaced as a precautionary action. The provided logs confirmed the reported failure on (B)(6) 2022. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The root cause for the reported problem could not be determined.